Event description:
Updated summary: 911 was called and customer was taken to the emergency room for the low on (B)(6) 2025. Insulin infusion was not for treating the low but for any rise in blood glucose while treating the low. Customer said she had not eaten and went straight to bed. Customer said it was not the pump but it was the sensor that was not working properly. Per (B)(4), there was sensor updating and change sensor alerts on (B)(6) 2025. Customer declined further troubleshooting. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported blood glucose value of 35 mg/dl. The customer visited emergency room and treated with intravenous insulin infusion. The event involved product(s) mmt-1884l, mmt-332a, unomedical. Troubleshooting was partially performed and it was unknown whether the customer has used the insulin pump system within 48 hours of the reported low blood glucose event and unknown whether the smartguard/auto mode feature was active at the time of the reported event. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.